Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a starclose se device after a diagnostic femoral angiogram procedure using a 5f sheath. Reportedly, during the 3rd step the thumb advancer became jammed and could not be advanced. The device was able to removed safely with no adverse patient effects. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to advance the thumb advancer was confirmed based on the returned device condition. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: the safety release mechanism was used to release the thumb advancer so that the device could be removed. No additional information was provided.